Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle in manufactured position. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm spec. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet spec or perform as intended per instructions for use (IFU).

Event description:
The following info was reported: balloon ruptured during pullback to arteriotomy (2nd stop). Sheath was pulled from the body along with ruptured balloon. Converted to manual compression for 20 minutes. The pt was not hospitalized.